Event description:
Per the clinic, the patient experienced a sudden loss of benefit. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011 and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2012.